Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 2000019622/21086016. Model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was having issue with the pins at her back from the previous surgery. The patient underwent an explant procedure.